Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: 5l52957) was returned and received at us cq. Upon visual inspection, the received guide sleeve was observed with scratches and missing the yellow/red alignment indicator epoxy. The missing epoxy was investigated under corrective and preventative action (CAPA) and does not require any additional investigation for this defect. No other issues were identified. Functional test: the functional inspection was performed on the returned devices at cq. Both devices, blade/screw guide sleeve (p/n: 03.037.017) and helical-blade inserter (p/n: 03.037.024) were received in assembled condition. When attempted to disassemble the devices, the blade/screw guide sleeve was stuck in the helical blade inserter and was unable to disassemble. Dimensional inspection: the external diameter of the distal end of the device was measured and is within the specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: investigation conclusion: the complaint condition is confirmed for the blade/screw guide sleeve (part #: 03.037.017, lot #: 5l52957. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.017. Lot: 5l52957. Manufacturing site: bettlach. Release to warehouse date: 17.sep.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the helical inserter is stuck inside the blade/screw guide sleeve. The helical blade inserter usually comes back out of the guide sleeve but it is impacted and stuck. It did not come out and was found out a day after the inspection. This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for complaint (B)(4).